Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-33, lot# va24jr6, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins and the lead had been sent to lab for culture and sensitivity at the hospital after being explanted. They were then discarded after being cultured for the bacteria causing the infection so the rep did not have access to the lead or ins.

Manufacturer narrative:
Product ID 3889-33, lot# va24jr6, implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type lead. Device code (B)(4) was omitted from prior report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for clarification for the report of the lead and/or battery becoming dislodged and if the device had been affected by the fall, the rep replied that the health care physician (hcp) believed that the lead and the battery were affected by the fall and that the hcp would not know until the patient goes in for surgery to do the revision to determine if it is both. In response to the inquiry for clarification on if the ins had been revised or replaced, the rep replied that the patient had not yet had surgery due to covid-19. The rep also reported that the device would be returned once the surgical intervention occurred. On (B)(6) 2020 the rep replied that the patient was having the lead revision done that day post fall with the health care physician (hcp). On (B)(6) 2020 the rep also reported as follow up to their previous report regarding the lead revision that the hcp had to do a full explant due to site infection. There were no further com plications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported pain shooting down both legs to toes after fall. The rep had the patient turn off the device. The patient then stated that the pain stopped when device was off and pain restarted when turned back on. Patient has the device turned off as of (B)(6) 2020 due to pain and will stay off until evaluation. There were no device issues reported. Additional information was received from the manufacture representative on 2020-apr-02 : they turned the device off since the patient could not tolerate the pain down both legs after the fall. They had it turned off but another rep spoke with patient (B)(6) 2020 and turned the device back on to program 4 at 2.5 v. Patient had worsening pain down the legs since it was turned back on, since then she has lowered the stim to program 4 at 0.5 v with continued pain down the legs. Patient states the pain is still present when the device is turned off but it worsens greatly when the device is turned on. Additional information was received on 2020-04-13 and the manufacturer representative stated that the health care professional said the patient will need a revision or full replacement. He believes either the lead and/or the battery got dislodged during the fall. Patient continues to have pain at the interstim site. And no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-33, lot# va24jr6, implanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the hcp believed that the lead and the battery were affected by the fall. They will not know until they go in for surgery to do the revision to determine if it is both. Surgery had not taken place yet due to covid-19.